Manufacturer narrative:
The samples were serum. Qc has been within established ranges. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed a system check which failed. Fse noted voltage variance and replaced the ultrasonics pcb board and repeated system check which then passed within specifications. Customer ran qc which was reported to be "good". Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding false positive bhcg results generated by the access 2 immunoassay system on 11 patients' samples. Per customer, on (B)(6) 2009 they had 10 patients' samples and on (B)(6) 2009 they had 1 patient's sample that resulted between 5-7 miu/ml . The samples were repeated on a different instrument in their lab and resulted <5 miu/ml, which is the customer's reference range cutoff. The erroneous results were reported outside of the laboratory. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.